Event description:
Event description guidant received information that this patient's son reported that his father's device, which is included in the population of a recent field advisory regarding failure mode 2, was not kicking in when it should and required replacement. It was also reported that this patient is not symptomatic.